Event description:
It was reported that a balloon burst. A wolverine cb mr, us 10 x 3.50mm was selected for treatment of the target lesion which was 70-80%. During the procedure, prior to the first inflation, the balloon was noted to be ruptured. The procedure was completed using another method, and there were no patient complications.